Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2014. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance reading of zero and the electrograms (egm) showed noise. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.